Event description:
Patient was implanted with retrograde im nail and two 5.0mm titanium locking screws on unknown date at unknown facility. Patient was later returned to o.r. For implant of 16 hole lcp curved plate and nine screws on unknown date at unknown facility due to non-union. Nail and titanium locking screws remained implanted. This is 1 of 3 reports for this event.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was returned.